Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead integrity warning for high rate non-sustained episodes and the sensing integrity count/short v-v intervals. It was also reported there was over-sensing with pacing inhibition and the patient loses pacing support when over-sensing occurs. Re-programming recommendations were made and to perform patient maneuvers with pocket manipulation. The device was removed and replaced, the lead was capped and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was premature battery depletion and the device reached end of life status.